Event description:
It was reported that the implantable cardiac defibrillator (ICD) reached elective replacement indicator early. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 89% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant product: 4470 competitor implantable pacing lead (B)(6) 2003, 4193 implantable pacing lead (B)(6) 2003. (B)(4).

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4).